Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2012. During the procedure, the off-white seal located on the sleeve trocar broke and a 3mm piece was missing when it was removed from the patient. It was unknown if the piece was retained in the patient. The physician chose not to convert to an open procedure to locate or possibly retrieve the missing piece. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.